Event description:
It was reported that the event occurred while in the intensive care unit (ICU) during use. The md inserted the intra-aortic balloon (iab) via the left femoral (without a sheath and md threw away the hemostasis device). During the puncture, the pt began bleeding. The bleeding became so intense that the md made the decision to remove the iab. As a result, the iab was removed successfully. There was not another iab insertion. There was no report of pt death. Pt complications were listed as pt bleeding. The pt was injured. Removal of the iab was stated as medical/surgical intervention. There was an unk time of delay or interruption in therapy. The pt outcome is fine. Per the sales rep the md was advised that the hemostasis device needs to be left on the iab and with that device the md can stop the bleeding.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.